Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported that femoral angiogram was not performed. It should be noted that the proglide instructions for use (IFU), states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. It is unknown if the IFU deviation contributed to the reported difficulty. It was also reported that this was a venotomy closure of the right common femoral vein using an 8.5f sheath and the preclose technique was not used. It should be noted that the IFU also states: for access sites in the common femoral vein using 5f to 24f sheaths. For sheath sizes greater than 8f, at least one device and the pre-close procedure is required. The absence of pre-close technique would not contribute to a needle to cuff miss. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using a proglide device following an ablation interventional procedure using an 8.5f sheath. A femoral angiogram was not performed. Reportedly, a cuff miss suture retrieval issue occurred with the first and second attempted proglide devices. A surgical suture (8-shaped) technique was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.